Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: immediate post-op- left hip arthroplasty is anatomically aligned without fracture or other abnormality. 6 months post-op- alignment is anatomic and unchanged. There is no fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 4341 item name distal plug pe 11mm lot # 0000932909; 650-0660, item name delta ceramic fem hd 36/- 3mm lot # 2015041477; 131352 item name exc abt rnglc-x shell pc 052mm lot # 3648985; ep-083652 item name ringloc-x e1 h/w +3mm 52/36mm lot # 3464161; 66017569 item name palacos cement lot # 81894448. G2: foreign: denmark. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 8 years post implantation due to femoral peri-prosthetic fracture that caused pain. There is no additional information available at the time of this report.